Event description:
It was noted that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured when increasing to nominal pressure and was simply removed from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.